Event description:
The customer reported that the unicel dxc 600 pro synchron system generated false high na and cl (sodium and chloride) results over three days. The results were reported outside of the lab. There was no impact to patient treatment. Controls (qc) were run before this event and the results were within laboratory's established ranges. Please refer to: 2050012-2015-00179 for event that occurred on (B)(6) 2015. 2050012-2015-00180 for event that occurred on (B)(6) 2015.

Manufacturer narrative:
Full patient identifier is (B)(6). A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument. The fse performed preventive maintenance (pm) c and d to resolve the issue. Pm c and d involve the replacement of hardware components associated with the modular chemistry side of the instrument which include ion-selective electrode, cups, and the ratio pump.